Manufacturer narrative:
Section d1: corrected. Section d4 (serial number, lot number, UDI): corrected. Section d9: corrected. Section g3 (PMA number): corrected. Section h4: corrected. Manufacturer's investigation conclusion: the reported event of the green power indicator of the mobile power unit (mpu) turning off was not reproduced during testing of the returned mpu; however, a component issue which would have caused the reported event was identified. The returned mpu (serial number: (B)(6) was functionally tested and was able to support operation of a mock circulatory loop without issue. Further inspection of the unit revealed that a capacitor on the power supply printed circuit board (pcb) was bulging/swollen. This capacitor not performing as expected would have caused the reported event of the green power indicator turning off. The power supply pcb was replaced, and the serviced and repaired unit then passed a full functional checkout. The root cause of the reported event was determined to be due to a compromised capacitor on the mpu¿s power supply pcb. A manufacturing task has been initiated to further investigate this issue. The device history records were reviewed for the mpu (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (including no external power) and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4 (primary unique device identification (UDI) number): corrected. Manufacturer's investigation conclusion: the reported event of the green power indicator of the mobile power unit (mpu) turning off was not reproduced during testing of the returned mpu; however, a component issue which would have caused the reported event was identified. The returned mpu (serial number: (B)(6)) was functionally tested and was able to support operation of a mock circulatory loop without issue. Further inspection of the unit revealed that a capacitor on the power supply printed circuit board assembly (pcba) was bulging/swollen. This capacitor not performing as expected would have caused the reported event of the green power indicator turning off. The power supply pcba was replaced, and the serviced and repaired unit then passed a full functional checkout. The root cause of the reported event was determined to be that a capacitor component on the power supply pcba was nonconforming. Abbott has initiated a corrective and preventative action (CAPA) to further address the observed issue. The device history records were reviewed for the mpu (serial number: 20314609) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (including no external power) and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. D) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. C) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device is included in the heartmate mpu capacitor issue field action issued by abbott on 28feb2025. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the customer turned the mobile power unit (mpu) on, and it said low power and plugged into wall power quickly. The green light then went off as soon as the white cord was plugged in.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.